Manufacturer narrative:
This incident occurred outside the u.s. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.

Event description:
Pt reported experiencing error 4 (occlusion) error message and a lot of air bubbles in the luer connection since she began using the infusion device in 2009. Pt stated she does not rewind the piston rod on the infusion device regularly. Pt reported experiencing blood glucose levels up to 350 mg/dl. Pt stated on (B)(6) 2011, she changed the infusion set and at 1:10 pm her blood glucose level was 84 mg/dl. Pt reported she ate at 1:34 and administered 4.5 units of insulin via the infusion device. Pt reported at 2:16 pm her blood glucose level was 117 mg/dl, at 3:45 pm she received an e4 (occlusion) error message, she disconnected the infusion set, removed the air bubbles and afterwards she reconnected to the infusion set. Pt stated at 6:00 pm her blood glucose level was 209 mg/dl, at 6:42 pm she received an e4 ; she disconnected the infusion set, removed the air bubbles and administered 1.6 units and 0.5 units of insulin via the infusion device. Pt reported at 6:41 her blood glucose level was 263 mg/dl, at 8:04 pm she administered 5.0 units of insulin via the infusion device and at 8:37 pm her blood glucose level was 267 mg/dl. Pt's normal blood glucose level is 120 mg/dl. Pt switched to the backup infusion device since (B)(6) 2011 and stated her blood glucose level is okay. Pt reported she thinks the infusion device delivery is inexact/erratic. No further info is available. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for eval.